Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose at the time of incident was 510 mg/dl. Her current blood glucose is 146 mg/dl. The customer's insulin pump alarmed with no delivery twice due to a bent cannula. The customer's blood glucose had increased and caused her to experience nausea, vomiting, abdominal pain, and difficulty breathing. Troubleshooting was declined for the high blood glucose and no products were returned or replaced.